Event description:
I had adr surgery in 2005 on two levels. L3-l4 and l4-l5. Less than one month after surgery date - pain returned which was more severe than pre surgery. Pain was now in both sides of lower back, groin area, down both legs. Pain is so severe that I am unable to walk any substantial distance, and must use a wheelchair to compensate. Sharp pains at surgery levels cause loss of balance resulting in falls. These disc's have ruined my life!!